Manufacturer narrative:
Date of event: the exact date was not provided, but it was reported (B)(6) 2018. (B)(6). Device evaluation: the preloaded delivery system was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted .

Event description:
It was reported that the injector cracked at the nozzle of the cartridge during loading of the intraocular lens (iol). The product was discarded by the customer. Reportedly, another lens was used. No patient involvement or injury was reported. No further information was provided.